Manufacturer narrative:
Due to operator error of not strapping patient to table, this directly contributed to the patient falling off of the table. There is also concern with lack of service on the table, as mizuho osi service records show no service activity on this table since it was purchased. Additionally, the site does not have any trained and certified personnel to service the table, so it is unknown what the service activity history is for this table.

Event description:
It was reported when they were tilting the table, the table slipped which caused the patient to fall of the table. Patient was not strapped to the table top. Update information: patient was not secured by the strap on table; may have a possible concussion from fall transferred to another hospital

Manufacturer narrative:
PMA/510k: corrected information.

Event description:
It was reported when they were tilting the table, the table slipped which caused the patient to fall of the table. Patient was not strapped to the table top. Update information: patient was not secured by the strap on table; may have a possible concussion from fall transferred to another hospital.

Event description:
It was reported that multiple occurrences of redness/skin breakdown on patients undergoing prone surgery during march 2019 to july 2019. Second MDR 2921578-2019-00030 was created to report the second patient, as this event occurred on at least 2 patients. No information about the severity.